Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 328-508 (mg/dl) during the past 5 weeks. Syringe boluses were delivered to address bg levels. Reportedly, the customer recently switched from humalog to novolog insulin. The customer has also tried various infusion sets. System check with tandem technical support indicated the pump was performing as expected. It was indicated that the customer would speak to their health care provider to discuss infusion site options, novolog use and pump settings.